Manufacturer narrative:
This item number is not currently sold in the united states; however, other monosyn products are. Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. No units of this code batch in OEM stock. Without any closed and/or defective sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The needle of this particular batch has been easily disconnecting from the thread.